Event description:
Related manufacturer reference number: 2938836-2019-05013. It was reported noise was noted on the right atrial and right ventricular leads during interrogation. The leads were explanted and replaced. Patient did not suffer any adverse consequences due to the noise. The patient was stable after the procedure.

Manufacturer narrative:
Additional information: the reported event of noise was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found multiple insulation abrasions breaching all cable lumen via visual examination. The inner coil lumen was intact. The external abrasions noted were consistent with friction to another device or features of the heart at the distal region.